Event description:
Protaper shaping 19mm/sx. Gold shaft breaking away from main file. 19.01 .17: request for further information and product return made by notification. 20.01.2017 (B)(6) have requested information from dealer they will contact customer for this information as no phone number to ring direct. (B)(6) 2017 (1) has any patient been injured due to this fault? No patient has been injured 2)have all broken parts been retrieved from patients mouth (if broke while in use)? They had rubber dam in the patients mouth so the broken parts only fell on here. 3) if so has the patient had any further medical treatment as a result? Patient has not had to have any. 4) how many times has the product been used prior to the fault? The first time they used it the fault happened. 30.01.17: product received at maillefer but it does not correspond to the complaint. Received 4 files from (B)(4) instead of (B)(4). Informed dentsply UK on 30.01.17. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).